Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and one relevant finding was identified related to potential interference issues between the catheter body extrusion and sheath inner diameter. This finding could be linked to the failure mode observed in this complaint. However, without the sample returned for analysis, this could not be confirmed. The IFU provided with this kit states the following: "thread catheter over guidewire and advance catheter over guidewire through sheath into vessel into correct position." "Thread tapered tip of peel-away sheath/dilator assembly over guidewire. Grasping near skin advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to further facilitate advancement of sheath into the vessel. A slight twisting motion of the peel-away might help sheath advancement." "Do not withdraw tissue dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." "Insert catheter through peel-away sheath. If resistance is met while advancing catheter, retract and/or gently flush while advancing." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and a relevant finding was identified. This finding could be linked to the failure mode observed in this complaint. However, without the sample returned for analysis, this could not be confirmed. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
PICC was difficult to push into the sheath introducer, at time of removal one wing broke from the peel-away sheath. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
PICC was difficult to push into the sheath introducer, at time of removal one wing broke from the peel-away sheath. No patient harm reported.